Manufacturer narrative:
The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the mos2 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.

Event description:
It was reported approximately 73 months after the implantation, that the ICD was extracted due to suspected premature battery depletion. Please note this ICD is affected by a field safety corrective action. Bio-lqc. Initiated in (B)(6) 2021.